Event description:
The patient underwent a right heart catheterization and excision of an intra-cardiac mass. During the procedure, 1.32mm of a radiopaque marker had disarticulated from the actual catheter. The physician felt that it was in the best interest of the patient to not retrieve the marker, as it was not flow-limiting and non-mobile.